Event description:
An (B)(6), 2004, the patient was implanted with two gore excluder aaa endoprostheses to repair a 5 cm infrarenal abdominal aortic aneurysm. Completion angiogram did not show any endoleak. On (B)(6), 2004, a computed tomography revealed a possible proximal type I endoleak. On (B)(6), 2004, the patient was implanted with an aortic extender component and the endoleak was resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.